Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 10mm amplatzer septal occluder was selected for implant. When the device was deployed, the left disc deformed. A 25mm amplatzer cribriform occluder was selected as replacement and was successfully implanted. The patient did not experience any adverse consequences and was hemodynamically stable throughout the procedure. The procedure was not significantly extended. The physician does not attribute the event to a device malfunction that had the potential to result in patient harm or injury. The physician also does not attribute the deformation to patient anatomy and states" this deformity is not uncommon and can be effected by the temperature of the saline. It is referred to as a cobra effect found in literature."